Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated, and no physical damage was observed on the sensor patch. Data extracted on the returned sensor. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Watermark was observed at the base of the sensor tail indicating that the tail was properly inserted. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). The returned battery was measured, and results were found out of specification. The sensor was placed in the pcba test fixture to perform smu (source measurement unit) and sensor temperature testing and both were within specification. However, unable to performed poise voltage testing. An extended investigation was also conducted. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor, sensor does not read. Performed a visual inspection on the returned sensors pcba revealed that the antenna had been damaged due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba thereby preventing to perform smu and confirm the failed poise voltage testing. This damage to the antenna prevents communication with the connector and prevents functionality testing. Therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (device expiry date) was updated based on the returned product download.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.